Event description:
Microbore extension set (IV med tubing) was found to be leaking. The leak was discovered after the gentamicin infusion was complete. (Tubing and packaging saved.) We have had 2 incidents of this happening. Same product and same location of the failure. Both have leaked at the green hub where it attaches to the tubing.